Event description:
It was reported that the patients ipg resets while charging which was confirmed in the database logs. The database analysis performed identified a bluetooth fault code when charging the spinal cord stimulation (scs) implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chip set, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient and delivering therapy.